Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urinary frequency start date: (B)(6) 2023. End date: (B)(6) 2023. Severity: moderate. Relationship to study device: possible. Relationship to primary study procedure: possible. Intervention/treatment: drug therapy: yes. Non-surgical procedure, therapy, or intervention: yes. Specify: timed voiding, kegels, dietary changes. Outcome: recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the subject is a 72-year-old female, weight 146lbs (bmi 25.06). History of hypertension, treated with telmisartan 20 mg 1-2 tabs daily; neuropathy, treated with gabapentin 1500mg tid. Pre-operative diagnosis: cystocele with incomplete uterovaginal prolapse; female stress incontinence. Procedure: sacrospinous ligament fixation; bilateral; vaginal paravaginal repair, bilateral; retropubic sling; posterior repair; cystourethroscopy. Post-op coarse: (B)(6) 2023 - foley removal/trial void ¿ passed trial void. During visit patient complained of pain near rectum. Eating normally and has moved bowels. On exam, widespread ecchymosis, lower abdomen, buttock and perineum. Pvr bladder scan post void 146ml, most likely pelvic hematoma. For pain control, prescribed dilaudid 2mg tablets at night; tylenol and ibuprofen during day. (B)(6) 2023 ¿ physician call to patient ¿ patient states feeling better each day; pain controlled with dilaudid at bedtime; tylenol and motrin during day. No bowel movement for 3 days; advised to continue miralax, glycerin suppository added. Patient also complained of rectal pressure; probably secondary to pelvic hematoma. (B)(6) 2023 ¿ post-operative follow-up visit ¿ doing well, pain is well controlled. Ultrasound ordered to evaluate pelvic hematoma. (B)(6) 2023 ¿ office visit with crnp because of dark brown vaginal bleeding. Utrasound ((B)(6) 2023) 9.6 complex cystic mass consisted with hematoma. Pvr showed decreased, dark brown blood in vaginal vault. Patient advised to call with any increase in bleeding (saturating > 2 pads/hour), fever, chills or pain. Re-evaluate in 3 months. (B)(6) 2023- office visit with physician because of increased bleeding. On exam, small amount of blood in vaginal vault; stitches in place. Advised bleeding/drainage of old blood may continue for several weeks. Wong-baker pain scale = 4. Dilaudid discontinued because she developed hives. Continues with tylenol for pain. Instructed to call with any changes in pain or if she develops a fever, chills or malodorous drainage. Follow-up in may. Model 810041b. Lot# 3942548. Expiration: 8/31/2025. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event problem component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sacrospinous ligament fixation, bilateral vaginal paravaginal repair, bilateral retropubic sling, posterior repair and cystourethroscopy on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023, the patient experienced post-operative pain that was reported as unlikely related to the study device, but probably related to the study procedure. The patient received drug therapy and the pain was noted to be resolved on (B)(6) 2023. As of (B)(6) 2023, the patient has been experiencing vaginal bleeding and post-operative hematoma. The patient was prescribed dilaudid 2mg tablets at night and instructed to take tylenol and ibuprofen during the day. The bleeding and hematoma were reported as unlikely related to the study device, but a causal relationship with the study procedure. The bleeding and hematoma have not yet been resolved. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urinary retention; start date: (B)(6) 2023; severity: moderate; relationship to study device: probable; relationship to primary study procedure: causal relationship; non-surgical procedure, therapy, or intervention: yes. Specify: self cath 3 times daily to confirm diagnosis of retention. Outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: vaginal bleeding - post-op hematoma. Start date: (B)(6) 2023 updated: end date: (B)(6) 2023 outcome: recovered/resolved without sequelae. Adverse event term: super-infected post-op hematoma. Start date: (B)(6) 2023 updated: end date: (B)(6) 2023 outcome: recovered/resolved without sequelae.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: super-infected post-op hematoma. Start date: 24 jan 2023, severity: severe, is the adverse event serious? Yes, required in-patient hospitalization or prolongation of existing hospitalization: yes, admission date: (B)(6) 2023, discharge date: (B)(6) 2023, relationship to study device: unlikely, relationship to primary study procedure: causal relationship, non-surgical procedure, therapy, or intervention: yes, specify: ir drainage super-infected pelvic hematoma, other: yes, if other specify: ir embolization of pseudoaneurysm, outcome: not recovered/not resolved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email additional information was provided: adverse event term: urinary retention alert date: (B)(6) 2025 relationship to study device: probable relationship to primary study procedure: probable intervention/treatment: other: yes if other specify: pvr slightly elevated. Plan intermittent cath twice daily, at night before bed and in am following 1st morning void. If pvrs are elevated may need sling revision.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: inactivated. Log line: 7 (urinary retention - start date: un unk 2025).